Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a multiple pump error. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected the one-minute non-destructive ram test failed alarms, insulin pump error alarms noted during testing. No unexpected failed battery test alarms, low battery anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The main arm cannot communicate with the motor arm error was present in the device trace download due to moisture damage on electronic assemblies. Device communicated properly with glucose sensor simulator and the guardian two link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected sensor lost alerts or alarms noted during testing. Device received with moisture damage on motor assembly and corroded force sensor assembly.